Event description:
Pt had a mediastinoscopy with biopsy of mediastinal nodes. Right thoracotomy. The tumor mass was quite huge. Pt was in the inferior portion of the posterior segment of the right upper lobe. It was wedged out with the use of gia and ta90 stapler. Did not seat appropriately and when the final portion of the lung was amputated, it became evident that the staples were not hemostatic and there was a significant amount of bleeding from the pulmonary artery. This was quickly controlled with prolene sutures.